Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged and had battery issues. The insulin pump had rejected new battery and had a cracked near battery end cap. A damage near the reservoir compartment and slower rewind was also reported. Troubleshooting was not performed. The insulin pump will not be returned for analysis.